Manufacturer narrative:
Sections with additional information as of 26-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058:user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). (Same meter, different test strip lot number). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 03-jun-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. Complaint was reported during follow-up call for internal report reference number (B)(4) (same meter, different test strip lot number). The customer is concerned with test results from results obtained of 157, 78, 75, 212 and 71mg/dl. The customers expected am fasting blood glucose test result range is 108-112mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 188mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 07/23/2022 and open vial date is (B)(6) 2021. The meter memory was not reviewed for previous test result history, customer provided results from her log book: (B)(6).